Event description:
It was reported, that the patient presented remotely via merlin.net. Transmissions showed, that the right ventricle (rv) lead exhibited noise over-sensing. And resulted in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.